Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastric bypass procedure. After the product was performing well in the case, suddenly the needle slipped out of the device. The needle was recovered without issue. To resolve the issue and complete the case, a new unit was opened. There was no patient harm. The last known status of the patient is okay.